Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned as the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Photos were provided. Evaluation of provided photos: pseudophakic eye with dilated pupil. In the temporal area there are noticeable multiple spots of lens opacification as well as "drops" like appearance of presumably foreign material adherence that was extended on the haptic of the implanted iol. Based on the static pictures the exact model of implanted lens could not be determined. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure there was foreign material noted on the iol as it was coming out of the cartridge. The surgeon attempted to remove the material with the irrigation and aspiration mechanism, but it did not come off. The foreign material remains on the implanted iol. In a follow up, the surgeon reported that the patient is experiencing some poor vision due to the material, although the material seems to be decreasing in size. In another follow up, the surgeon noted that the material had not changed, but the patient has no complaints with the vision. The surgeon will continue to monitor the patient in follow up appointments, but has no plans for intervention at this time.